Event description:
Customer reports applier has fallen apart during the operation. No patient and/or user injury. No medical/surgical intervention reported.

Manufacturer narrative:
Sample requested for evaluation. If sample received, a detailed investigation report will be forwarded to you.